Manufacturer narrative:
Additional information was added to h4 and h6: h4: the device was manufactured from january 20, 2020 - january 21, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The customer reported the most likely lot # was 20a019. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor lv (large volume) under infused during a patient infusion. It was further reported that there was 95ml of solution remaining in the device after the disconnection. The device had been filled with piperacillin /tazobactam and was connected to a single lumen catheter with a peripherally inserted central catheter (PICC) of 9cm length to the patient's left upper arm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.